Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with fiber optic sensor calibration expired alarm. Screenshot of the iabp monitor showed significant catheter whip as well as ECG artifact and inaccurate numbers. The esp personel had reviewed troubleshooting to check iab positioning incase if adjustment required and also reviewed ECG placement on patient for better conductivity. User was appreciative of the support and the call ended. No harm or injury reported.